Event description:
It was reported that a patient underwent an unknown surgical procedure on (B)(6) 2012 and suture was used. During the procedure, the needle broke away from the suture. Another like device was used to complete the procedure. There was no adverse patient consequence.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records for the batch number was conducted and the batch met all finished goods release criteria.